Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for 5 days due to high blood glucose levels. The customer's blood glucose level was 1100 mg/dl. Problems reported were that the customer was waking up with low readings, high readings were sneaking up, the insulin pump stopped working, and there was a chip in the corner of the display. The cause was diabetic ketoacidosis. Helpline services were declined. No further details were provided.